Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the optim sheath proximal and distal to suture sleeve tie impression. The etfe coating was abraded at this location. The cause of the external insulation abrasions is consistent with friction to the device can and friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.